Event description:
The facilty's biomedical tech reports the pump overinfused during biomedical testing. The pump was programmed to deliver 100 ml/hr and delivered 112 ml's. No record of any pt incident involving the pump.